Event description:
Event description boston scientific received information that the right ventricular was successfully repositioned due to dislodgement. It was suspected that the lead may not have been sutured down tight enough. No adverse patient effects were reported.